Event description:
A product was returned on (B)(6) 2011. It was reported that the pump was removed because, the pt "took illegal drug and was discharged from pain clinic." No hospitalization was required and no injury was reported. Saline was in the pump. Add'l info has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4). The primary finding was high battery resistance. The battery resistance waveform test showed a high resistance of 1339 ohms.